Event description:
The customer reported while performing extended self testing (est), the ventilator alarmed for low backup battery and subsequently shut down. The ventilator was not in use on a pt, therefore, there was no pt involvement. During investigation by the customer, they reported the circuit breakers at the rear of the ventilator were in the off position. The customer removed the circuit breaker cover, switched the circuit breakers back to the on position, replaced the circuit breaker cover, and called for service. The respironics service technician was unable to duplicate the reported problem and found no codes in the log history indicating device malfunction. The backup battery was recharged to specification during service. Extended self testing (est) was completed and the unit passed to operating specifications.